Manufacturer narrative:
Results evaluations: investigation: the returned unit was functionally tested and the report of leakage was confirmed. The leakage portion was examined under magnification two tears in the cuff were found. The two tears were approx 32mm from the tube end along the direction of intubation. One was approx 15mm in length and the other was approx 8mm in length. There were also a few scrapes around the tears. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as the unit worked as intended for an hour it is unlikely the result of a mfg error. We have determined the root cause for this incident is that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.